Manufacturer narrative:
(B)(6). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut off without user input or warning. The event occured while an (B)(6) male pt was returning to progressive care unit from the operating room, while infusing phenylephrine (programmed amount and delivery rate unk). The clinical team had to obtain a new pump to resume the infusion. A screw was loose which appeared to have affected the battery stability.